Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that recurrent call service alarms had occurred and that the patient was unable to get the pump to go to the verify screen even after trying multiple batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: the black box showed a call service alarm on 02/10/2014. The pump powered on with a call service alarm prohibiting further testing. The reference voltage was below specifications at 1.76v; a malfunctioned internal component was removed and the reference voltage returned to specifications at 2.5v. The pump was then able to power up and was exercised with no further alarms.